Event description:
A review of medical records received identified the following events to have occurred prior to the patient being explanted. On (B)(6) 2011, the patient stated the ipg had become dislodged from its original implant site. On (B)(6) 2012, the patient stated the location of the generator is painful because it has moved up since the implantation.

Event description:
It was reported the pt had not charged his ipg in over a yr. The physician replaced the ipg.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Eval results: the event stated the pt did not charge the ipg. The device communicates with the programmer or charger "as rec'd". Once the device was fully charged, it was subjected to electrical analysis and passed all tests. An external visual inspection of the ipg showed the septum's were missing. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.